Manufacturer narrative:
(B)(4)

Event description:
The customer complained of sporadic aspiration errors and erroneous results for 2 patient samples tested for either elecsys troponin t stat assay (troponin t stat) or elecsys ft4 ii assay (ft4 ii) (B)(6) 2017 on a cobas 6000 e 601 module. Patient 1 initial troponin t stat result was 0.01 ng/ml with a data flag on the e601 module. This result was reported outside of the laboratory and was questioned by the doctor. The sample was repeated on a different e601 module and the result was 1.29 ng/ml. A second tube from the same draw was run again on the different e601 module and the result was 1.33 ng/ml. The repeat results were believed to be correct and a corrected result was submitted. On (B)(6) 2017, patient 2 (female, (B)(6)) initial ft4 ii result was 0.010 ng/dl with a data flag. The sample was repeated on the different e601 module and the result was 0.486 ng/dl. The repeat result was believed to be correct. Neither result was reported to medical staff. No adverse event occurred. The troponin t stat reagent lot number was 21415802 with an expiration date of 01/31/2018. The ft4 ii reagent lot number was 18042601 with an expiration date of 09/30/2017. The field service engineer (fse) visited the customer site and found that the main water pump filter was blocked which caused the main pump and gear pump pressures to be low and out of specification. The fse cleaned the filter and adjusted the main and gear pump pressures. The fse also ran fishing line through both measuring cell flow paths and replaced pinch tubing and the sample syringe seal. A cracked glass barrel on a sipper and both sipper nozzles were also replaced. Instrument tests were performed on both measuring cells and both passed with very good precision. The customer then ran calibration and quality controls with no errors.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. An insufficient water supply system will affect the accuracy of all pipetters and sippers.